Event description:
Patient status post poly-trauma from (B)(6) was implanted with nail end cap and screws on an unknown date. Patient was returned to operating room for hardware removal on (B)(6) 2011. It was determined that healing had been achieved on the mid-shaft fracture. Surgeon removed the end cap, and two screws with no problem. The 3rd screw had to be cut on both sides of the nail to be able to remove it. Surgeon made an anterior hole in distal femur in order to cut the screw to remove it. Surgeon then removed the 4th screw and the distal femoral nail with no problem. No fragments of the cut screw had to be retrieved. The surgeon's future treatment plan for the patient is to revise to total knee replacement at an undetermined time. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.